Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that viscoelastic product was used during surgery. During the post-op examination, the patient presented with toxic anterior segment syndrome (tass). Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the patient returned for post-op evaluation one day after cataract extraction with phacoemulsification and intraocular lens implantation procedure. The patient stated their vision was "fair" and that it seemed to be stable. Exam notes reflect 3+ stromal edema and 4+ cells. The patient's condition was further reported as resolved.